Event description:
It was reported that the customer experienced low blood glucose levels. The lowest reported blood glucose reading was 31 mg/dl, which the customer's mother stated was treated with orange juice and cookies. She noted that the blood glucose reading rose to 90 mg/dl, but then it started to drop again. The caller stated that the low blood glucose reading on the day of the call was 69 mg/dl. She treated with orange juice and cookies again, and brought the reading up to 103 mg/dl. The insulin pump had not alarmed. The customer's mother stated that they were out camping and would reference the device settings when they could access it at home. She advised that she would call back to continue troubleshooting. She noted that she had glucagon and would use if necessary. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.